Event description:
The customer stated that the transformer that came with her pump will no longer work as the prongs are really loose and pushed into the transformer housing. Customer stated that it looks like the transformer housing is going to fall apart (damaged transformer housing - breach present).

Manufacturer narrative:
A replacement power adapter was sent tot he customer and requested the defective power cord be returned for evaluation. The product was received on (B)(4) 2013. A product evaluation revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. In the follow up with the customer, she indicated that there was a breach in the transformer housing. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers ware being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry and loose prong. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.87 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.04 ohms, which is normal and indicated that the thermal fuse did not blow. See scanned page.